Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to possibly be involved, but the exact lot number was not given. The information for each lot number is as follows: medical device lot #: 9008765. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-08. Medical device lot #: 9078833. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-19. Medical device lot #: 8277935. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-10-05. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: root cause is undetermined.

Event description:
It was reported that a defective catheter occurred at an unspecified time with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "per customer it almost seemed like the IV catheter may have melted a little as it won't slide easily even if it has been pre-loosen." Batch no.: unknown (provided 9008765//9078833//8277935).